Event description:
I am a type 1 diabetic clinician who wears a medtronic 770g insulin pump and guardian sensor. I am reporting a device failure and more critically a failure to provide technical support. During international travel my pump registered an alarm indicating a compressed button. This alarm repeated for 90 minutes despite no manual pressure on any device buttons. The pump then registered an error 63 code and ceased working. In association with this the glucose sensor also failed. The devices were 8 months old. With the aid of the cruise line I was able to reach the medtronic office tech team on that day. He confirmed the device was nonfunctional. The device is warrantied for replacement for 4 years and I requested they honor that. They noted company offices located 28 minutes from port in athens and more remotely in naples. The representative of this international company declined to facilitate delivery of a replacement. With further discussion he generated a communication memo to the european offices in an attempt to support their warranty. I alerted the cruise line doc who in turn reached the port authority to receive any delivery. I was advised by medtronic to contact the athens and naples office and call back the us based tech team for updates. I provided the ships phone for contact (disney magic) to be reachable to medtronic at this time I had 4 days available long acting insulin and ample fast acting. Failures: device: pump and linked sensor contact: four separate phone calls and 37 minutes hold time I was only able to reach the us tech support once and was disconnected in 2 minutes. State room calls are (B)(6) per minute. In greece I called two numbers four times during their business hours. The business hours are clearly stated during the call and local time was three hours from close. No person ever answered; #s (B)(4), athens: no answer (B)(4). The ships physician attempted to obtain a replacement pump and was declined. No replacement pump was delivered in athens or naples. Following these port dates and due to my inability to reach any live person via their support number (B)(4) I reached out to the sales representative, via text, who performed the initial device start with me. She called the ship and advised I call the above number which I again attempted without success. In subsequent texts I essentially begged her to confirm that a pump would be delivered to my home in the us as available european options had failed twice. No pump was delivered and I am currently back in the us wearing an expired device. I experienced blood sugars ranging from 58-368 as I rationed supplies. Tech support consistently failed to be reachable via phone or provide any support. I did find a greek pharmacy who could supply long acting insulin but not injection points. Those I reused for the remaining 10 days. Devices fail. While dependability should be improved upon the repeated lack of available tech support in three countries is an egregious safety issue. While I did have significantly adverse glucose readings a non medical provider may have had a more serious negative health outcome. Please address the safety concerns associated with lack of access. FDA safety report ID # (B)(4).